Manufacturer narrative:
(B)(4) - RMA has been initiated for this issue. Model m61, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated as: 10/27/2011- drive wheels (2), arm assemblies (2), batteries, joystick, arm pads and cable for the joystick; on (B)(4) 2012-both motor/gearbox (right/left) and new tires and wheels were put on. On (B)(4) 2012-technician went out regarding the wheel issue (the incident was reported on (B)(4) 2012 regarding the wheel falling off. The consumer called stating that his footrest allegedly comes off the chair and then falls between the footrest and the wheel. A couple of weeks ago the consumer was driving outdoors walking his dog. He stated that his left drive wheel allegedly came off. The chair allegedly flipped over causing him to get scrapped up. The consumer is still bruised but doing better. Dealer allege that the consumer needs a new seat (it was damaged) when the power chair allegedly flipped over. Invacare offered the consumer individual footrests and a kit. The consumer declined the parts. The consumer was looking for a footboard similar to what is on hooveround. Invacare advised him that we do not have a footboard similar to that design. Invacare suggested that he contact his doctor to see if he qualifies for a different modeled chair. The consumer claimed that he will go ahead and will weld an attaching plate on the side of the chair and invacare advised that he will be using the chair at his own risk if changes are made to the invacare design.

Event description:
Customer alleged that his foot came off foot rest and fell in between the foot rest and the wheel. He also alleged that they rub between the wheel and footrest as well. Minor injury alleged.